Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of the shaver broke off inside the patient. All pieces were retrieved and the procedure was completed successfully

Manufacturer narrative:
Alleged failure: 5.5 shaver jammed/got nicked, tooth potentially broke off and surgeon removed and used a new one. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the tip came into contact with hard material during use or excessive force applied by the user. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date can not be confirmed.

Event description:
It was reported that a piece of the shaver broke off inside the patient. All pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: 5.5 shaver jammed/got nicked, tooth potentially broke off and surgeon removed and used a new one. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the tip came into contact with hard material during use or excessive force applied by the user. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Lot number is unknown; therefore, manufacture date can not be confirmed.

Event description:
It was reported that a piece of the shaver broke off inside the patient. All pieces were retrieved and the procedure was completed successfully.